Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia as well as insulin flow block alerts on the insulin pump. The customer¿s blood glucose level was in the range of 400 mg/dl and 425 mg/dl. Customer stated that one infusion set did not stick to the skin after insertion, and fell off. Customer reports alarm did not occur during fill tubing. Customer reported that the event was resolved by infusion set change. The customer declined troubleshooting for high blood glucose. Customer reported that the infusion set cannula was bent. The insulin pump will not be returned for analysis.